Event description:
It was reported to philips that the allura device would not produce x-rays due to an image storage error. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The remote service engineer (rse) inspected the system remotely and confirmed that image disk is full so system cannot make exposure and store images. The remote service engineer (rse) communicated with the customer and recreated image store remotely and formatted the image hard disk. After remote service, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were corrected.